Event description:
Device report from colombia reports an event as follows: it was reported that on (B)(6) 2023, the screw in question split, separating the head of the screw from the shaft. There was no reported patient impact. No further information is available. This report is for a 2.7mm cortex screw slf-tpng with t8 stardrive recess 16mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Product code#:202.876, lot #:2923p22, manufacturing site: mezzovico. Release to warehouse date: 17 nov 2022. Additional procode: hrs d9: complainant part is not expected to be returned for manufacturer review/investigation. H6: the investigation could not be completed; no conclusion could be drawn, as no prodhas been determined that no corrective and/or preventative action is proposed. This complaint uct was received. Based on the information available, it will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.